Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
While using a byte night aligner, the patient presented with very loose #30 crown. They reported that the aligners were very tight. The crown was recemented and patient was informed that they would need a new build up and crown if came out again. Doctor advised patient to discontinue the aligner therapy.